Manufacturer narrative:
Unit received unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and lip ring from reservoir was broken and o ring was gone. Customer's blood glucose level was unknown. Customer reported that reservoir was able to lock in place. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.